Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive bolus express button due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer was not sure how alarm occurred as it occurred while sleeping. Customer's blood glucose was 411 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.